Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a pinhole in the instrument channel of the device and asked olympus to repair the device. Then, olympus inspected the device at the olympus service operation repair center (sorc) and found that the objective lens was depressed or missing. Therefore, the endoscopic image was cloudy. It was also found bending section rubber pinhole, leak from connector but it was not found a pinhole in the instrument channel. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the objective lens was shifted to the inside of the subject device. Omsc found chipping, peeling off, scratches and dents of the adhesive around the objective lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the service record for the subject device that the broken image guide bundle was replaced in (B)(6) 2019. The exact cause of the reported phenomenon could have been attributed to the objective lens shifted, resulting in unfocused. The exact cause of the objective lens shifted could not be conclusively determined.